Manufacturer narrative:
Correction was made in manufacturer report number: initial report was submitted in a timely manner on (B)(6) 2025; however, it was inadvertently submitted as a cfn-based report number instead of a fei-based report number. Additional patient and event information has been requested from the customer. The device was not returned for analysis. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a anchor broke on an silent nite side link sleep device.